Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections a2. Age, a3a., b5, h10, and attach the medwatch. This complaint is also to provide the completed investigation results. As of 20oct2025, the sample was not available for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw5175747 on 07oct2025. The medwatch event description stated that: "angioseal bent in package, unable to be used in case. Removed from table."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information that during a pre-operative inspection, the angio-seal device was opened and observed to be damaged. The product was not used in the patient. The procedure prior to angio-seal use was a heart catheterization. Additional information received on 05 sep 2025: the arteriotomy locator was observed to be kinked when the package was opened and was not inserted into the patient. Additional information received on 09 sep 2025: a new angio-seal device was opened and used to achieve hemostasis.